Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2018. Approximately 4 years and 6 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. The patient experienced pain, stiffness, discomfort, and weakness. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: failed right total knee due to severe polyethylene wear. Findings: significant polyethylene wear, severe synovitis due to particle disease and osteolysis with bone defects around both femur and tibial components. The patient was transferred to recovery room in stable condition. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
D10: concomitants: 5455274, 02-010-01-0325 - logic femoral ps cem right sz 2.5. 5425427. 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.